Event description:
The patient arrived syncopated and they found that the battery in the pacemaker was empty. It was urgently replaced and a few hours later she began to feel dizzy again. When interrogated the new device they found it was in standby mode.

Manufacturer narrative:
At the complaint reception, the files received are dated 8 november 2024 and 9 november 2024 whereas the event occurred on 06 november 2024. After several exchanges, no new files were provided and the physician has stated that the entire system was explanted and the issue was related to a fracture on the lead. And the issue was not on the pacemaker. The lead was not manufactured by microport crm. No more information is available. Based on the available information, no issue is suspected on the subject pacemaker.

Event description:
The patient arrived syncopated and they found that the battery in the pacemaker was empty. It was urgently replaced and a few hours later she began to feel dizzy again. When interrogated the new device they found it was in standby mode.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.